Event description:
It was reported that the patient was implanted with the implantable neurostimulator and a monolateral lead in (B)(6) 2010. The patient's symptoms did not improve as expected. The physician implanted a new neurostimulator and another lead on the opposite side of the patient's brain in (B)(6) 2011. A MRI was performed both before and after implantation of the second lead, in order to verify the correct position of the tip of the lead. The manufacturer's guidelines related to the performance of a MRI in patients with dbs devices was not followed. A cephalic MRI machine with a sar higher than 0.1 w/kg was used. It was not known whether the device amplitude was programmed at 0 volts, or the bipolar electrode configuration. After the second MRI was performed, edema was noticed from the first implanted lead tip, along the lead body, and extending "for some centimeters." The patient was not symptomatic and "started to improve" after the implantation of the second lead. There was no injury to the patient. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3389 lot# unknown implanted:unk explanted:na; implantable neurostimulator model unknown lot# unknown implanted:unk explanted:na; lead model 3389 lot# unknown implanted:unk explanted:na. (B)(4).